Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00167, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6), 2009 (patient's age, gender and weight are unknown). According to the complainant, during the procedure, they placed the clips and both times the clip broke. They were able to retrieve the clips. There were no patient complications reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Corrected data: they were able to retrieve the clips with a roth net. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00167, for the other associated device info. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, they placed the clips and both times the clip broke. They were able to retrieve the clips. There were no pt complications reported as a result of this event. Attempts to obtain more complete info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and half deployed. The clip assembly was detached from the bushing and was located inside the over sheath. Functionally, the yoke was actuated and deployed. The most probable root cause has been determined to be operational context as evident by the sheath grip being detached from the over sheath. (B)(4).